Event description:
It was reported there was shocking and jolting. Patient had turned stimulation off after leaving the hospital. The patient had been instructed to decrease the amplitude significantly when they turned the device back on. Patient did not decrease amplitude and as a result the amplitude was too high and resulted in the patient falling. The fall caused a fracture in the bone near the knuckle and required a cast.

Manufacturer narrative:
Product ID 387345, lot# va05f27, implanted: 2013-(B)(6), product type screening device product ID 387345, lot# va06a93, implanted: 2013-(B)(6), product type screening device. (B)(4).

Manufacturer narrative:
(B)(4).